Event description:
The reporter indicated that the patient received external defibrillation directly over the pacemaker. The back-up reset was performed and the device was programmed to vvi. The ventricular lead impedance in bipolar and unipolar was reported as high ohms. The pacing spikes were intermittent.